Event description:
The pt's diet counselor reported that she believes the pt's infusion device delivers too little insulin. On (B)(6) 2011 at 8:00am, the pt's blood glucose measured 120mg/dl and he ate and bolused 12 units of insulin through the infusion device. At 12:30pm, the pt's blood glucose measured 250 mg/dl, at 4:00pm measured 460mg/dl, and at 6:00pm measured over 500 mg/dl. On (B)(6) 2011, the pt's blood glucose measured 600 mg/dl and he went to the diet counselor who injected 6 units of insulin. The pt drank 2 liters of water and at 3:00pm his blood glucose measured 880 mg/dl. The diet counselor called an ambulance and the pt was transported to the hospital and released on (B)(6) 2011. His blood glucose is now in the 421 mg/dl range and he feels good and is injecting insulin via syringe. His normal blood glucose level is 120 mg/dl. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.